Manufacturer narrative:
Section d1: brand name was corrected. Section d4: UDI was corrected. Section h6: clinical and impact codes corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The log files contained events from (B)(6) 2024. No notable pump-related events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. The IFU notes that if the aortic insufficiency is not addressed, the left ventricular assist device (lvad) will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with dyspnea and fatigue due to climbing two floors of stairs. There were no low flow alarms or hazard alarms present. Echocardiogram results were obtained and included right atrium (ra) dilated cardiomyopathy, non-hypertrophic, septum slightly deviated to right, inflow conduit in good position. Left atrium was dilated, left ventricle pressure was elevated, restrictive mitral regurgitation grade ¾, aortic insufficiency grade ¼, dilated ra, dilated right ventricle. Tricuspid insufficiency grade ¾, minimal pulmonary artery pressure. Dilated inferior vena cava and dry pericardium. The patient was treated with furosemide (lasix) 40 milligrams twice a day for 3 days then once daily. Log files were submitted for review and captured power cable disconnect, low power hazard, and no external power alarms while on connected to the mobile power unit (mpu) on (B)(6) 2024 at 01:09 and 13:48. This was caused by power to the mpu being briefly interrupted. It was noted that there was a temporary loss of power at home. There was no pump interruption during these events as the system controller¿s backup battery (ebb) functioned as intended. Otherwise, the log file contained a few pulsatility index (pi) events and routine power cable disconnects during power change. There were no notable alarm conditions or parameter changes. The ventricular assist device (vad) was functioning as intended.